Manufacturer narrative:
Investigation is pending.

Event description:
A phone call was received from the consumer's wife and alleged a variance between the inratio inr results. Results are as follows: (b)6). There was no anticoagulant dose change after the caller received the inratio inr result of 1.5 or the 5.2. The caller reported that the consumer had pneumonia for the "past month or so" and was hospitalized two (2) weeks ago. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 373678a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. The patient was reported to have pneumonia. This condition may impact the performance of the assay and not be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.